Event description:
Removal procedure took place on (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.451. Lot: l275630. Manufacturing site: hägendorf. Release to warehouse date: march 07, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: 2.4mm stardrive screwdriver shaft was received at us customer quality (cq). Upon visual inspection at cq, it is observed that the proximal end of the screwdriver shaft got broken. The rest of the device shows normal wear which would not contribute to the complaint condition. Thus, the reported complaint is being confirmed. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Document/ specification review: the following relevant drawings were reviewed during investigation: -screwdriver bit stard t8d dental sltp no design issues were found which can contribute to this complaint condition. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The complaint is being confirmed as the proximal end of the screwdriver shaft got broken. While a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown hardware removal procedure on (B)(6) 2019, the screwdriver shaft broke inside the handle with mini quick coupling which resulted in the temporary stoppage of the case. The issue happened after the surgeon twisted the screwdriver shaft with handle in trying to remove some screws. Another set with a ta screwdriver shaft had to be open in order to finish the hardware removal from the patient. The procedure was successfully completed. It is unknown if there was a surgical delay. Patient status was unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). Handle with mini quick coupling (part # 311.01, lot # 5249052, quantity 1). This is report 1 of 1 for (B)(4).